Event description:
It was reported that patient was experiencing hand numbness and having difficulty gripping objects in year 2008. In year 2008, patient underwent cervical surgery. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged that he was unable to walk. Patient spent one month in rehabilitation. Patient was unable to balance and was still in a wheelchair after one month of rehabilitation. Patient had to go on disability and subsequently was evicted after the surgery because, he was unable to walk or work. Patient underwent a second surgery. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged of worsening of pain, he was in severe pain, he can barely walk and must use a cane, and allegedly he was completely disabled now.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.